Event description:
Meter result was running 300 pts higher than paramedic, 32. Cn suffered low blood sugar resulting from giving too much insulin. Paramedics gave her IV and crackers to bring her sugar level up. Cn was testing at 368, 440, 307, 324 and 365.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.